Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the said patient¿s revision procedure was patient¿s permanent implant procedure with bsn devices in which competitor¿s device was replaced.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.